Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: 8100 sn: (B)(4) customer wanted to know what is the cause of this error code 240.4150. I explain to the customer that his bottle-side pressure sensor voltage is too high. Customer stated that he will just have to send it in for repair. Customer stated that he will be calling back with po for RMA. I said ok and the call was ended. Failure device type: failure problem type: failure mode: case resolution: customer stated that he will just have to send it in for repair. Customer stated that he will be calling back with po for RMA. I said ok and the call was ended.